Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus delivery anomaly. Customer's blood glucose was 1.8 mmol/l, had hypoglycemia and collapsed. Customer treated with glucose. Customer stated reservoir was inserted in the morning and at night 1ml was gone from the reservoir; however, the daily totals shows 43 units. Customer stated that between the reservoir change and having hypoglycemia only 1 unit of insulin was delivered. Customer also mentioned that the she thinks meter reading was not accurate due to her blood glucose was 6.2 mmol/l and before she collapsed it was 5.20 mmol/l. The insulin pump was tested and it passed. Advised the customer to call back if it issue persists. No further information provided.